Event description:
It was reported that while connecting the two parts of the catheter with the connector, the connector piece appeared to be connected and an audible click was heard. The catheter was put into the pocket but then taken back out to reposition upon removing the collar on the one end had come off. The catheter was then cut and a new connector was put on. Although when that was removed from package the collar was off of that one as well but was able to snap it on and place the connector on the catheter and connect the ends. The patient status was noted as alive; no injury. The pump was delivering morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial # (B)(4), implanted: (B)(6) 2013. Product type: catheter. (B)(4).